Manufacturer narrative:
The product was returned to the olympus. The root cause could not be identified. Based on the results of the investigation. The most probable cause of the complaint is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Based on the investigation results, no nonconformances were found related to this complaint. No further escalation is required.

Event description:
It was observed that during the device evaluation, the subject device had dents at pink probe, sharp dent at distal end and peeling on the cement. There was no patient involvement.